Event description:
It was reported that a patient underwent removal of a very large baker's cyst from the left knee in 2009 and topical skin adhesive was used to close the 3-4" incision. Seventy-two hours later, when the bandage was removed, there was significant blistering completely surrounding the wound. Less than two weeks post-operatively, the patient was diagnosed with cellulitis and was treated with rocephin, clindamycin, and keflex. Seven weeks post-operatively, the wound was still not completely closed and continued to drain. The topical skin adhesive has not come completely off the skin.

Manufacturer narrative:
(B) (4), cellulitis: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.